Manufacturer narrative:
The pipeline was returned for eval with the snare, pushwire, and catheters used including the marksman. The eval could not determine the cause of the event as the pipeline was found completely open; however, the capture coil and braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during MFR. (B)(4).

Event description:
Treatment of a small unruptured saccular aneurysm measuring 7mm x 6mm located in the left communicating artery. The pt was on dual antiplatelet therapy and the pru (p2y12 reaction units) was 159. On (B)(6) 2014, the pt underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 16mm) did not open properly (puckered up) despite manipulation and advanced deployment techniques with the delivery wire. The pipeline was removed from the pt with a snare and no other treatment was done after the removal. It is noted the pt will be treated in the future with stent assisted coiling. No pt injury was reported as a result of the procedure.